Event description:
It was reported that the patient underwent a penile prosthesis replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new tactra was implanted. No information was provided about the patient's outcome. Additional information received. It is believed that the patient had an infection. The patient also presented tenderness. There was no associated malfunction with the explanted device. The patient had a good outcome.